Event description:
Patient undergoing aortic valve replacement and coronary bypass graft, medtronic affinity fusion oxygenator membrane failed. The product was primed appropriately by the perfusionist and the lines were handed up to the field as part of normal procedure. Air was noted in the top of the housing and precautions were taken to de-air the membrane. A second perfusionist validated that air had left and seconds later it showered the arterial line with air. It was caught before air could reach the patient.